Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer stated they are unable to exit the preparing to prime loop. Customer stated that they received 2 series of beeps. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No prime fill anomaly noted. The insulin pump passed self-test, a21 test and all operating current test. No unexpected low battery or off no power alarm noted. The insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.